Event description:
This event was initially reported on the 1st quarter 2009, alternative summary report. It was reported that during an unspecified procedure a balloon rupture occurred. The lesion was severely calcified. The ut (B)(4) was inflated to rated burst pressure and ruptured. The physician used a total of three balloons at there rated atmospheres and they all ruptured. The balloons were all removed intact. A fourth balloon was used successfully. The procedure was completed with another of the same device. The patient status is listed as ok with no complications.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The balloon was torn circumferentially 22cm distal to the proximal bond. The tip was stretched. The distal portion of the balloon and the distal bond were missing. The proximal bond was intact. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).